Manufacturer narrative:
Since the device remains implanted, no investigation on the device is possible at this time. However, based on the information reported, the root cause of the reported event was attributed to procedural factors leading to a change in the patient anatomy. No device malfunctions were reported. Thus, no further investigation is warranted at this time.

Event description:
Based on the information reported, a perceval pvs25 was implanted on (B)(6) 2020. On tee, a very small pvl was found. A few days later, tee shows that the pvl became significant. It was decided to do a valve-in-valve procedure on (B)(6) 2020 and an edwards valve was implanted. Patient is doing well. Per additional information received, due to procedural factors associated with avr of the previous tissue valve there was a change in the annulus plane which contributed to the pvl in the perceval valve. The pvl worsened and persisted. Tavr was performed. There were no issues with the perceval valve. The patient is doing well and the tavr procedure went very well.

Event description:
Based on the information reported, a perceval pvs25 was implanted on (B)(6) 2020. On tee, a very small paravalvular leak (pvl) was found. A few days later, tee showed that the pvl became significant. The site decided to do a valve-in-valve procedure on (B)(6) 2020 and an edwards valve was implanted. The patient is doing well.